Event description:
It was reported that, on the same day of implant, the patient had an inappropriate shock due to oversensing of noise and reduced intrinsic amplitudes. A review of the electrograms for the shock episode found significant rail-to-rail noise alternating with small amplitude signals. The sensing vector was set to the primary sensing vector. An x-ray was taken and technical services discussed there is likely some air in the device pocket. It was recommended to reprogram the sensing vector to the secondary sensing vector. The sensing vector was reprogrammed and the patient was discharged. There were no additional adverse patient effects. The system remains implanted.